Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis result found a portion of the internal circuit had become overheated which resulted in the observations reported from the field. The circuit was replaced and the programmer passed all other testing. Laboratory analysis confirmed the reported clinical observations.

Event description:
Boston scientific received information that the health care professional (hcp) smelled a strong electrical odor from this programmer upon interrogating the device. The programmer will be retuned for analysis. No adverse patient effects were reported.